Manufacturer narrative:
On 7/4/2018, mentor received additional information: race: white. Rupture on the right breast prosthesis was diagnosed post procedure through a mammogram on (B)(6) 2018. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with mentor memorygel breast implant 275cc gel prostheses. Rupture on the right breast prosthesis was diagnosed post procedure through a mammogram on (B)(6) 2018. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 275cc gel prostheses on (B)(6) 2018. The device was returned at mentor containing gel with a turbid appearance. No foreign material was observed within the device. Yellow material was observed on the shell surface. Upon visual examination, the device appears intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. Complaint was not confirmed. At this point it is not possible to determine the root cause of the yellow material found on the device. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) was reviewed on 6/29/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 6/4/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4): left mentor memorygel breast implant 275cc gel prosthesis, catalog: 3542757, serial number: (B)(4) lot: 262326. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with mentor memorygel breast implant 275cc gel prostheses. Rupture on the right breast prosthesis was diagnosed post procedure through a mammogram. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 275cc gel prostheses on( B)(6) 2018.